Event description:
It was reported that during a cystectomy procedure the device would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Articulation mechanism. Evaluation summary: the analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the right and center the staple formation was conforming, however, when fired in the left position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed, and no anomalies were noted during the mfg process.